Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not recognizing new battery, it received replace battery alarm and insert battery alarm and then had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Insert battery alarm did not appear on the screen after inserting a new battery. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The display did not return after restart. The insulin pump was not dropped or bumped or exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. (B)(4).